Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in (B)(6) 2009 and peformed to specification up to the (B)(6) 2010. The device records temperatures below the recommended minimum operating temperature. The device failed multiple self-tests due to a low battery between (B)(6) 2010 and (B)(6) 2013. A further pad-pak was installed and the device performed as expected up to (B)(6) 2013. All power ons subsequent to (B)(6) 2013 recorded a self-test fail due to a real time clock error and nonsensical date and time recorded. A test pad-pak was inserted and a device service required prompt was given before shutting down. This confirms the reported fault. Upon visual inspection of the membrane tail corrosion was observed across multiple tracks. Investigation found the reported fault can be attributed to membrane failure due to corrosion. The membrane tail corrosion resulted in the constantly lit status led, high current drain, depleted coin cell and a real time clock issue. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device service required prompt.